Event description:
The customer reported that there was an uncontained leak of approximately 5ml from a coulter lh 750 hematology analyzer. The leak was discovered while the customer was troubleshooting reticulocyte voteout (non-numeric results) errors on controls. The customer was not wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/08/2015 and found vacuum chamber vc-26 overflowing through the vent fitting, no drain pressure from solenoid 53, and the in-line black choke from solenoid 53 to vc-26 clogged with dried reagent. The fse replaced the black drain assist choke to resolve the leak. There were no further retic issues identified. The repairs were verified per established service procedures. (B)(4).